Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the balloon would not inflate after being inserted into the patient cavity. The opened a new device and continued with the procedure with no further issues.

Manufacturer narrative:
(B)(4). The device was returned on august 15, 2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one trocar opened by the account. The insufflation syringe was received. The obturator was received. The trocar balloon appeared intact. The insufflation valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked insufflation valve. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the cracked insufflation valve may occur from rough handling of the instrument during use. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.